Event description:
It was reported that the patient experienced acute pain at the implant site and sciatic pain since implant. The patient was admitted to the hospital and was going to have the device explanted in an hour. Further information is being requested from the hcp.